Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the reservoir had been placed in a sub-muscular ectopic position and had migrated somewhat such that it was now laying superficially under the skin in the left iliac fossa. The reservoir was repositioned and no new components were required.